Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left fork will not stay tightened, keeps loosening. Provider alleges replaced the bearing on left side fork.